Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photos were reviewed and the indicated failure mode for split tubing with the incident lot was observed. The root cause of this incident is that the tubing was not properly seated in the package and parts of it was hanging out of the package and cut during the sealing process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set experienced failure of product to contain blood or medication(i.e. Crack, hole in tube,cut, etc). The following information was provided by the initial reporter. The customer stated: "tube split".